Event description:
The customer received a questionable urea/bun result for one patient sample and a questionable triglyceride result for one other patient sample. Of the data provided, only the triglyceride results were discrepant and reported outside the laboratory. The initial result was 2.9 mg/dl and was reported outside the laboratory. On (B)(6) 2015, the sample was repeated and the result was 213.3 mg/dl. The patient was not adversely affected. The reagent lot number was 602543. The expiration date was requested, but was not provided. A specific root cause could not be identified based on the provided data. A reagent problem was not suspected as calibration and qc data was acceptable.

Manufacturer narrative:
This event occurred in (B)(6).